Event description:
It was reported that after ten hours of continuous renal replacement therapy (crrt) with a prismaflex st100 set and a prismax device equipped with a thermax warmer, an external blood leak (179ml) was observed between the st100 set poster filter luer connection and the thermax warmer luer connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not received for evaluation, however, a picture was provided. Visual inspection observed a leak between the luer lock of the return line of the prismaflex set and the luer lock of the thermax. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.